Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal of a trochanteric femoral nail-advanced (tfna) nail, a helical blade, and two (2) distal locking screws. After successful removal of the helical blade, the attempt to disconnect the helical blade from the extractor caused the tip of the extractor to break off in the helical blade. Surgical delay or patient outcome are unknown. Concomitant devices reported: unknown helical blade (part#-unknown, lot#-unknown, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.030 , lot: 9564347 , manufacturing site: haegendorf , release to warehouse date: 13.nov.2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Customer quality investigation: device condition: the helical blade/screw extractor was received at us cq with a broken distal tip. The device was identified with transverse breakage at fifth distal threaded tip portion. The broken tip portion was not returned at customer quality. No new issues were identified. The received device condition agrees with alleged complaint condition and therefore the complaint was confirmed. Document/specification review: the relevant drawing(s) was reviewed; dimensional inspection: dimensional analysis performed at the diameter of the shaft at the break, measured and is within specification based on relevant drawing and thread tolerance specified per iso specifications. DHR review showed that this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. However, with the device service life of over 2 years there is no indication that any material issues would have contributed to this complaint condition. Conclusion: the complaint condition is confirmed as the extractor received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the extractor broke post explant of the helical blade when the technician tried to remove the blade from the extractor. He didn¿t realize the device was reverse threaded, and he was actually tightening it into the blade further using pliers and a pin wrench. There was no delay or adverse event involving the patient. The tip of the extractor was not retrievable from the cannulation of the helical blade and it was discarded by the hospital.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 162.56 centimeters. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.